Manufacturer narrative:
Retainer ring=black on 12/20/2021 the customer called in with the following concern: patient sometimes get the insulin flow block. Battery failed and pe 53. After putting in a new battery and starts the medtronic and back to battery failed and pe 53. Intermittent back arrow button. P-cap locked in place properly during testing. Unit passed the sleep and active current measurement test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that multiple stuck key alarms were found on (B)(6) 2021 through (B)(6) 2021 a total of 12 stuck key alarms were recorded. The adapt tool also recorded several no delivery alarms on (B)(6) 2021 through 12/20/2021 a total of 33 alarms. The adapt tool also recorded pump error 53 on (B)(6) 2021 (B)(6). Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. The unit also passed the keypad voltage test (3.2v). Per r&d investigation pump error 53 was generated due to multiple restarts causing by the strong magnetic field, a software anomaly. Unit received with cracked keypad at select button, keypad overlay texture damage and scratched case. In conclusion customer concerns were not confirm. All buttons functioning properly during testing, no unexpected failed batt or no delivery alarms noted. Unit may have had an intermittent failure not detected during our testing. However, pump error 53 was recorded in download history files due to software error. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The information received via medtronic indicated that the insulin pump had insulin flow block alarm, failed battery test alarm and keypad anomaly. The back button of the keypad was unresponsive. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated insulin pump had pump error alarm and they were able to clear the alarm. Insulin pump time clock was visible on screen. The battery caps and the battery compartment was not damaged or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.